Manufacturer narrative:
Please correct this report 2017865-2015-30147 upon review the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction, did not cause a serious adverse event, and is not likely to cause serious injury upon recurrence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.